Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. Post implantation, it was observed that one of leaflet the valve was dislodged. There was some resistance felt when rotating. The valve was in the closed position when it was rotated and the leaflet dislodged. The valve was explanted and the new 17mm sjm regent heart valve w/ flex cuff valve was implanted instead while patient on bypass. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of the dislodged leaflet upon rotation of the valve, and patient device interaction problem was reported. The investigation found that the orifice, pivot guards and recessed pivot areas did not have any visible evidence of surface damage or anomalies. No tissue was noted anywhere on the device. Both leaflets were intact, properly inserted within the orifice, and did not contain any surface damage. Both leaflets were able to fully open and close with no resistance occurring. The valve was able to be rotated freely. Information from the field indicated that there was resistance while rotating the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. However, it is consistent with an external force being applied to the valve or an attempt to rotate the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. Post implantation, it was observed that one of leaflet the valve was dislodged. There was some resistance felt when rotating. The valve was in the closed position when it was rotated and the leaflet dislodged. The valve was explanted and the new 17mm sjm regent heart valve w/ flex cuff valve was implanted instead while patient on bypass. There was no delay in the procedure. The patient was reported discharged.